Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found grey dust-like buildup on top enclosure in sd card port, hair-like object inside top enclosure, grey dust-like buildup around edges of front panel, white dust-like contaminants on top of blower box, near the air inlet and in bottom of blower box. The manufacturer also found indeterminant white and black particles and hair-like objects inside bottom enclosure, deformation of blower cap chimney, white dust-like contaminants on top of blower, signs of liquid ingress on bottom of blower and within blower box. The device's downloaded event log was reviewed by the manufacturer and found error code e-53 . The manufacturer concludes no evidence of sound abatement foam degradation and breakdown. The manufacturer also confirmed the presence of various contaminants and signs of water ingression within the airpath, which is likely of external origin and not consistent with originating from a device failure.